Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapy. The patient had overstimulation and was not getting pain relief for her back and leg. The patient increased the stimulation to 3.60 volts and she had never had it that high before. When the patient moved a certain way, the pain was so much that it took her breath away. Turning the stimulation down was not an option ether because the patient had a lot of pain in her back and leg too when the stimulation was not turned on. The patient was feeling pain in the area of their device. There were no traumas or falls that could have been related to the issue. However, it was noted that on (B)(6) 2014, the patient fell from a step ladder in her kitchen. The patient was going to physical therapy for it. The stimulation issue started on the friday prior to the report. It was noted the patient was going to a pilates classes on tuesdays and thursdays. The patient programmer indicated the stimulation was on. While the patient had the ability to change stimulation, she did not have the ability to access other programs. There was a sudden change in pain in the back and legs. The patient was going to follow-up with the healthcare provider (hcp). X-rays were taken and the hcp confirmed the leads had not moved and everything was intact and fine. The hcp told the patient that none of the leads had become loose and they were trying to figure out what was wrong. When both of the implants were turned off, the patient was not experiencing the pain she had when they were both turned on, which referred to the pain down her leg. However, when the stimulators were turned off, the patient got a return of lower back pain. The patient turned the stimulation back on and it seemed like it was working better. The patient was going to meet with the manufacturer's representative and hcp to be reprogrammed for leg pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were still having pain in their leg after seeing their doctor and a manufacturer representative.